Event description:
(B)(6). It was reported that post percutaneous coronary intervention, patient expired. On (B)(6) 2013, clinical status assessment identified the subject¿s qualifying condition was unstable angina (braunwald classification:iiib) and the subject was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery with 60% stenosis, a length of 22 mm, and a reference vessel diameter of 3.3 mm. Target lesion #1 was treated with pre-dilatation, placement of a 3.00 x 28 mm study stent and post dilatation with 0% residual stenosis. On the following day, the subject was discharged on dual antiplatelet medications. On (B)(6) 2013, the subject collapsed at home. Initial CPR was attempted by the subject's husband and was continued upon arrival of the 1st responders (ems). Ventilation was attempted, a non-bsc airway was placed, epinephrine/bicarbonate was administered and automated external defibrillator was placed; however, the intial cardiac rhythm was unknown and shock was not indicated. The subject was brought to the ER and was found to have pulseless electrical activity. The subject's husband reported that few days prior to the event the subject had been feeling weak and was having shortness of breath. Earlier on the day of the event the subject was nauseated and was trying to throw up before collapsing. In the ER, non-bsc airway was removed and the subject was intubated. Acls and medications were continued. The subject was also noted to have ventricular fibrillation and was shocked twice. Subsequently the subject went into asystole and was finally pronounced dead. As per ER death summary and death certificate the immediate cause of death included atherosclerotic cardiovascular disease and was a consequence of diabetes mellitus and hypertension.

Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, patient expired. On (B)(6) 2013, clinical status assessment identified the subject¿s qualifying condition was unstable angina (braunwald classification:iiib) and the subject was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery with 60% stenosis, a length of 22 mm, and a reference vessel diameter of 3.3 mm. Target lesion #1 was treated with pre-dilatation, placement of a 3.00 x 28 mm study stent and post dilatation with 0% residual stenosis. On the following day, the subject was discharged on dual antiplatelet medications. On (B)(6) 2013, the subject collapsed at home. Initial CPR was attempted by the subject's husband and was continued upon arrival of the 1st responders (ems). Ventilation was attempted, a non-bsc airway was placed, epinephrine/bicarbonate was administered and automated external defibrillator was placed; however, the initial cardiac rhythm was unknown and shock was not indicated. The subject was brought to the e.r. And was found to have pulseless electrical activity. The subject's husband reported that few days prior to the event the subject had been feeling weak and was having shortness of breath. Earlier on the day of the event the subject was nauseated and was trying to throw up before collapsing. In the e.r., non-bsc airway was removed and the subject was intubated. Acls and medications were continued. The subject was also noted to have ventricular fibrillation and was shocked twice. Subsequently the subject went into asystole and was finally pronounced dead. As per ER death summary and death certificate the immediate cause of death included atherosclerotic cardiovascular disease and was a consequence of diabetes mellitus and hypertension.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred per adjudication result.